Event description:
The customer reported that the system experienced a 'generator error'. This error will result in an un-commanded system shutdown. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. Per the service report the issue could not be duplicated. The system was tested and found to be working as intended and put back into service.